Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient was experiencing arrhythmia and heart block. The pacing lead exhibited high thresholds. It was further reported that two days later loss of capture and undersensing was observed and impedance dropped. The pacing lead was removed and replaced. No further patient complications have been reported as a result of this event.